Event description:
It was reported that the patient presented with soreness in the pocket region. Bleeding was noted after a pulse generator implant. The physician resolved the bleeding and patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.